Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: malfunction, including perforation and tilt that causes injury and damage to the patient. The following additional information was received per the patient¿s implant records: the filter was implanted between the l2 and l3 via the left common femoral vein due to deep vein thrombosis (dvt) in the right leg. The patient tolerated the procedure well. Approximately nine years post implantation, a CT scan showed the ivc filter was tilted anteriorly about 5 degrees. The filter tip was also tilted to the right by 3 degrees. The superior and inferior tips were in contact with the ivc wall. The top of the ivc filter was located 0.7cm inferior to the inferior wall of the left renal vein and was 0.9cm superior to the inferior wall of the right renal vein. The lowest renal vein was the right renal vein. A filter strut extended beyond the ivc wall and contacted the crus of the right hemidiaphragm. Another filter strut also extended beyond the ivc wall and in contact with a small vein. There was severe ivc stenosis. The ivc inferior to the filter was essentially obliterated. Numerous collaterals were seen relating to the severe ivc stenosis/occlusion. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately nine years post implantation. The patient reports perforation of filter strut(s) outside the ivc, tilt, blood clots, clotting, and/or occlusion of the ivc, and severe ivc stenosis. The patient also reports suffering from anxiety and pain in the abdomen ¿to the point of doubling over¿.

Manufacturer narrative:
Additional information was provided and is available in: (manufacturing date). Complaint conclusion: it was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation and tilt. The indication for the filter placement was deep vein thrombosis of the right leg. The filter was placed via the left common femoral vein and deployed between l2 and l3 under fluoroscopic guidance in the inferior vena cava (ivc). The patient tolerated the procedure well. Approximately nine years post implant, a computed tomography scan was performed to evaluate the filter. The scan showed that the ivc filter was tilted and the tip was tilted to the right by 3 degrees. The superior and inferior tips were in contact with the ivc wall. A filter strut extended beyond the ivc wall and contacted the crus of the right hemidiaphragm. Another filter strut also extended beyond the ivc wall and was in contact with a small vein. There was severe ivc stenosis inferior to the filter and the ivc was essentially obliterated. Numerous collaterals were seen relating to the severe ivc stenosis/occlusion. The patient reported becoming aware of the events at the approximate time of the scan. In addition to the previously reported perforation and tilt, the patient also reported blood clots, clotting, and/or occlusion of the ivc, severe ivc stenosis, anxiety and pain in the abdomen ¿to the point of doubling over¿. Imaging has not been provided and there is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and perforation could not be confirmed, and the exact causes could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time, it is unknown if the tilt contributed to the reported perforation. Stenosis is an abnormal narrowing in a blood vessel, the information indicated the stenosis was distal to the filter, with the information provided it is not possible to determine the relationship between the event and the filter. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. This event does not represent a malfunction of the device. Due to the nature of the complaint, the abdominal pain reported by the patient could not be further clarified. The CT scan did note that the stomach is partially collapsed and there was a moderate amount of fecal material. Pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided a causal relationship between the filter and the reported events could not be established. There is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported by the legal brief, the patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages including, but not limited to perforation and tilt. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: perforation and tilt.